Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out. Upon interrogation prior to procedure, the right atrial lead was noted not capturing at max output and sensing had dropped. Once the patient was on the table, fluoroscopy was performed. The fluoroscopy showed the lead was just hanging in the right atrium. The lead was capped and replaced without complication on (B)(6) 2020. The patient was stable.